Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer received a failed battery test alarm when they changed the insulin pump's battery. The customer tried several times but received a weak battery and an off no power change battery alarms. Customer's blood glucose level was not reported. The device was not returned.